Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hemostatic resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the colonoscopy procedure, upon deployment of the device in the colon, the clip was difficult to release from the catheter. Eventually, the clip was successfully released from the catheter along with a small piece of unknown metal. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.